Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. Upon deployment of the sensor pod, the patient reported the sensor wire was stuck inside the sensor pod. The patient inserted the sensor on (B)(6) 2015. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).